Event description:
General report received of undocumented incidents of approximately four tubing sets leaking at the filter. It was reported by an abbott int'l affiliate that, "the pts were all (receiving) 24-hour chemotherapy infusions. On each occasion the pts had to return to the center to change the tubing. This delayed treatment approximately 60 minutes. The reporter stated that the chemo spill protocol would have been followed." Although requested, no add'l info was provided.